Event description:
Reporter stated that pt received a fasting blood glucose result ~ 220 mg/dl, while using the suspect device. Pt test was repeated, with a result of ~ 180 mg/dl. Pt was subsequently tested with an additional device, with a result of 145 mg/dl, and by a hosp lab, with a result of 140 mg/dl. Reporter indicated that, on the day of the comparision, controls had been run on the suspect device, and had tested within the acceptable range. A request was made for the return of the suspect device and replacement product was shipped.